Event description:
It was reported that this artificial urinary sphincter was not working properly. Two weeks later, a revision surgery was performed, during which a hole in the balloon was identified. Pump and balloon were removed and replaced. There were no patient complications.